Event description:
It was reported that the universal oscillating saw attachment was missing pis so it was not possible to attach saw blade to the unit. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.